Event description:
Caller reported discrepant troponin I (tni) results on triage cardio profiler.

Manufacturer narrative:
Testing was performed on profiler w45382 with 1 returned patient sample, calibrator z and calibrator h. Observations were made for tni recovery, elevated values, and false positives. Observations for tni recovery follows: no elevated value for tni was observed with the returned patient sample. No error codes or standard outliers were observed. Patient sample 1 tni was <0.05ng/ml on triage and 0.00 ng/ml on access ii. All data points with calibrator z were below the mfg cut off. One data point with calibrator h was above the mfg 2sd range. Percent recovery with cal h was 114%, with in mfg final release specs. No high bias in recovery was observed with the returned patient sample or with calibrator z or with calibrator h. A review of mfg release data showed tni results to be within release specifications. Tni complaints are routinely tracked and trended. Product deficiency was not established: corrective action is not required at this time.